Event description:
During an atrial fibrillation ablation procedure a puncture was noted in the sheath. While replacing the sheath a hole and kink were observed. The sheath set was replaced for the remainder of the procedure. There were no adverse patient consequences.

Manufacturer narrative:
One fast-cath introducer sheath and dilator were received for evaluation. The reported perforation in the sheath tubing was confirmed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the sheath puncture is consistent with damage during use.